Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the angle wire. Based on the result, we concluded that it was caused due to the excessive force applied on the both angle wire. Correction information: follow up #1 coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Angulation is hard to move. Service also detected a blurry image during the incoming inspection this event occurred at the time of before use. There was no report of patient harm.